Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-01382, 0001822565-2018-01383.

Event description:
It was reported that during a hip arthroplasty, the provisional liners being used were worn. There was a 3mm gap between the provisional liner and shell prior to surgery start. The shell and liner dislodged from the femoral head trial. The shell and liner was lodged inside patient's acetabulum causing a surgery delay greater than 30 minutes. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following section has been corrected: the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The instruments have been used in the field for over a year, and how often it has been used is unknown. Therefore, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.